Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the stimulator worked at first after surgery, but last night, the patient started having problems and was not feeling it; the patient had a return of symptoms and a loss of therapy. It was advised that the patient increase stimulation to see if it helped their symptoms and they were redirected to follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.